Event description:
When the dentist attempted to remove the needle after giving the pt an injection for a mandibular block, the needle separated from the hub and remained lodged in the pt's tissue. The pt was sent to an oral surgeon to have the needle removed.